Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (b)6) 2025. During the procedure, the clip was able to grasp and lock onto the tissue, but the clip did not deploy from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of clip failure to release from catheter. The returned resolution 360 clip was analyzed, and product evaluation found that the catheter was kinked and unraveled, with the hypotube missing. The damage observed may have resulted from procedural factors such as the application of excessive force or how the device was handled and manipulated during use. Improper or excessive manipulation could have contributed to the defects identified. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device analysis findings. A resolution 360 clip was received for analysis. Visual and microscopic examination showed that the clip assembly was fully deployed, and the catheter was kinked and unraveled, with the hypotube missing. No other device problems were noted. Risk review: a risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2025. During the procedure, the clip was able to grasp and lock onto the tissue, but the clip did not deploy from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.